Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter obtained a result of 336mg/dl on the subject meter and 254mg/dl on another meter, with readings taken within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria of <30% difference compared to a reading from another meter taken within 30 minutes of each other. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/13/2013 and 6/21/2013, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/06/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 6/26/2013 and 7/31/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.